Event description:
It was reported that during prep of the device, per the instructions for use, the shaft leaked. Another device was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek otw balloon catheter found blood visible. There was contrast in the inflation lumen. The balloon was tightly folded. This is consistent with the reported information that the device was prepared for use but not inflated. The shaft was smashed 8 millimeters proximal to the mid lap joint. The cause of the smashed shaft is not known, but most likely due to handling during catheter removal from the coil or during preparation or during packaging/shipping back to abbott vascular for analysis. An indeflator, filled with water, was used to pressurize the balloon and fluid leaked through the tip of the catheter. After the tip was plugged with a pin gauge and the guide wire port was plugged with a stop cock, the balloon was inflated to rated burst pressure with no damage noted to the balloon. There was a hole noted in the inner member 1.5 mm distal to the mid lap joint. The inner member was stretched at the hole for a length of .5 mm distally. Factors that may contribute to the observed inner member damages include, but not limited to, damage during manufacturing, materials or interaction with the guide wire. Since it was reported that the leak occurred during preparation prior to use suggests that the hole was already present. It is possible the inner member was damaged during manufacturing, although this cannot be confirmed. A review of the lot history record revealed no nonconforming material records associated with this lot indicating that all lot acceptance testing met specifications. A query of the complaint handling database for the reported lot revealed no other similar incidents reported for leaks.